Event description:
It was reported by the customer that they are having issues with the keypad on the insulin pump. It was reported that they are unable to enter their grams due to the fact that the numbers keep increasing. Customer's blood glucose level at the time 234mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to moisture damage keypad traces. No scrolling numbers display anomaly noted. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.